Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Review of rv pace impedance trends revealed stable impedance measurements with a single spike of 2,523 ohms. It was noted that there was no evidence of lead noise with isometrics, and out-of-range pace impedance measurement appears to be attributed to the lead-header spring contact interaction. Programming options were reviewed. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).